Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, scope communication error b30, multiple areas of the cover is broken and deteriorated, up board is corroded. A root cause could not be identified. Based on the results of the investigation, it is presumed that the blurry image, image blackout, scope communication error b30, multiple areas of the cover is broken and deteriorated occurred due to component failure of the universal cord whereas corrosion in the up board occurred due to component failure of the up case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had blurry image. The issue occurred during inspection for use. There were no reports of patient harm.